Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: pump. Product ID 8590-1, lot# n266142, implanted: (B)(6) 2011, product type: accessory. Product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
The consumer (patient) reported having a lot of problems; she clarified by stating that she had pain in the pump area and the back in 2014. Patient had a lot of scar tissue and lumps that "stick out (like bulges)." She stated that she was on a conservative dose of medication because she didn't want to go high on the medication. She reported being on so much oral medication before. She stated the healthcare professional (hcp) told her to increase the medication, but she wanted to be conservative. The hcp was going to do a dye study to check whether there was a leak in the tubing. If no leak was detected, they were going to try to increase the morphine. Additional information was received from the patient who was receiving morphine (30.0 mg/ml at 12.008 mg/day) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain, other chronic/intractable pain (trunk/limbs), and failed back syndrome - other. The patient reported not getting relief from her conservative increases from (B)(6) 2015 until the pump was replaced in (B)(6) 2015. The patient stated that the hcp thought there might possibly be a leak in the catheter; the hcp decided to replace everything. The patient stated that they could have done a dye test to check the catheter, but it was decided to replace the catheter and pump instead. The patient stated that she found out that she wasn't getting enough morphine. The patient was told in (B)(6) 2015 that a surgery was going to be performed to replace the pump and catheter. She stated that there were no issues with the pump. The patient reported that she was getting relief after the replacement and the relief was "up twice what it is before." Additional information (including other medications that the patient was taking at the time of the event, additional information regarding the possible catheter leak allegation) has been requested.

Manufacturer narrative:
Correction: medication information has been updated.

Event description:
The morphine information for this event is being corrected from "(30.0 mg/ml at 12.008 mg/day)" to unknown morphine concentration and dose. Additional information has been requested for the medication concentration and dose at the time of the event. A follow-up report will be sent if additional information is obtained.